Event description:
According to the reporter, following a laparoscopic sigmoid colon anastomosis, the patient experienced leakage. This led to re-operation, over 30 mins extended surgical time, and extended hospitalization. It was also noted that the anvil was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.